Manufacturer narrative:
(B)(4). The device was returned (B)(6) 2016. (B)(6). (B)(4).

Event description:
According to the reporter, the stapler didn't fire. Another device was used to successfully complete the anterior resection. There was unanticipated tissue loss and or time was extended more than 30 minutes.. No reinforcement material was used. Last known patient status: stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade and damage to the staple guide. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. The reported condition was not confirmed. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed secondary, unrelated to the reported condition knife blade damage may occur if the instrument is applied over an obstruction. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. However, the investigation detected secondary conditions of damaged knife and staple guide that has no relationship to the reported incident. Therefore, no enhancements or improvements were generated for the reported condition. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).